Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Two samples were received for evaluation. Samples were received in decontaminated conditions, without their original packaging and inside a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damages or other discrepancies were detected on filter, tube or housing that could create the leak failure mode reported. During functional testing, using a hydrostatic vessel, no leaks were detected; water was able to pass through without any problems; thus, the failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the returned samples were tested and successfully passed. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during use the smiths medical cadd administration set was leaking. Per reporter it was later noticed that the tubing was detached from the connection point. No adverse patient effects were reported.